Event description:
It was reported that patient's implantable cardioverter defibrillator exhibited noise. Episodes of noise reversion were also noted. No intervention was done. The patient status was unknown.